Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's battery clip was cracked. During the investigation of the battery clip, the manufacturer discovered that moving a test battery inside the battery clip caused the pump to stop. The crack in the battery clip allowed the battery to move freely inside the battery clip.

Manufacturer narrative:
The reported event of the battery clip being cracked was confirmed during visual inspection. Analysis revealed a crack to the external housing of the returned clip. During functional testing of the battery clip, manipulation of the clip could intermittently interrupt pump function if operated solely with this one battery clip. Physical manipulation of the battery in the clip, as a result of the damage sustained to the housing could potentially interrupt the power pin contact between the battery and clip terminal resulting in the interruption of power to the system controller. Although the damage to the battery clip housing appeared to be mechanical, a specific cause that contributed to the crack in the housing could not be determined. No further info is available, the manufacturer is closing its file on this event.